Event description:
The angiosculpt device was used to treat a slightly calcified peripheral lesion. During the first inflation at 16 atm for 5 seconds, the balloon ruptured. The procedure was completed with a new angiosculpt device. No patient injury reported. This product problem is being submitted because the balloon ruptured above rbp. There is potential for harm if it were to recur.

Manufacturer narrative:
The patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Report source: foreign - (B)(6). The angiosculpt device has not been returned by the facility, thus no returned product investigation was performed. The angiosculpt device was used off-label. The IFU warns to not exceed the rated burst pressure (14 atm). In addition, an undersized introducer sheath (5f) was used. The instructions for use indicates the device is compatible with a 6f introducer sheath as indicated on the product label.

Manufacturer narrative:
Block d9/g3: the angiosculpt device was returned for evaluation. Block h3: visual inspection found a longitudinal balloon tear and a misaligned scoring element. Block h6: investigation conclusion code was intentionally left blank. The investigation conclusion code 18 "failure to follow instructions" from the initial MDR remains appropriate.